Event description:
The complainant reported that an impella cp was implanted via percutaneous left femoral artery for mechanical circulatory support. The impella pigtail caught in the cordae due to structural narrowing at the left ventricular outflow tract due to hypertrophic septum. The pump position was checked using imaging. The position was against the mitral apparatus. The procedure was successful with this device. The device was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.